Event description:
Per (B)(6), hhn, she stated that patient had topical reaction with the generic tegaderm dressing that came with the needle sets. (B)(6) said patient is sensitive and request onsite IV 3000 dressing to be sent. Rph requested for that supply to be entered and sent to patient. Dose or amount: 16 gram (80 ml). Frequency: every week. Route: subcutaneously. Dates of use: from (B)(6)2017 to current. Diagnosis or reason for use: d83.9.